Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor siltex round moderate profile, 325cc silicone breast implant experienced right-sided spontaneous deflation post operation. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements as follow: l/cat#: 3501655, sn#: (B)(4), r/ cat#: 3501655, sn#: (B)(4) on (B)(6) 2012. Note: previous events: manufacturer report number: 1645337-2021-07582, 1645337-2021-076070.

Manufacturer narrative:
Additional information received on july 10, 2021 indicated that the date of event was on (B)(6) 2012. The patient age at the time of event was 38 years old. Patient fully recovered. Ethnicity of the patient is caucasian. Manufacturer¿s reference number: (B)(4).